Event description:
It was reported the device was used during a lap cholecystectomy. It was reported that when the device fired, it cross fired and would not hold the tissue together. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.